Event description:
I removed my contacts from my eyes. They were stored in bausch & lomb renu with moistureloc multi purpose solution. The right eye felt as if there was something in it-gritty sensation. The next day, the sensation remained and I noticed my eyes was tearing quite alot and I now had a razor-like sensation begin. I took a shower and allowed the water to pour over my face to get some relief, then I went to bed. The entire night, my eye continued to tear and when I awoke, it was swollen shut. The pain persisted and I immediately went to see my doctor. He looked at it, but said since it was so swollen, he stated there was nothing he could do and made an emergency appointment with an ophthalmologist.